Event description:
The stent was deployed as intended at the target site. However, the balloon was difficult to deflate. The balloon did deflate after approx seven mins. Upon removal, "wings" of balloon caught stent and pulled back half the length of the stent. The stent was long enough to cover the lesion and pt is doing well.